Event description:
Hill-rom received a report from the account stating the nurse call would not work from the head right inside control. The bed was located in ICU 8 at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found the nurse call membrane had failed. Per the hill-rom service manual the bed should be subject to an effective maintenance program. An annual service of the bed is advised in order to maintain its characteristics and performance. Sidecom communication system: inspect and test the communication junction box. Make sure the sidecom communication system features operate correctly. Inspect the communication cable, including the male and female pins in the plug. Replace as necessary. A search of the hill-rom maintenance records show hill-rom performed preventative maintenance on this bed in 2015. It is unk if the facility performs preventative maintenance on their beds. The technician replaced the nurse call membrane to resolve the issue. Based on this info, no further action is required.